Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: received loaner carefusion alaris pump <brain> from another one of our hospitals and when we connect a channel to it we are getting an error code of code 200-5040. Case resolution: call tech this morning regrading error code 200.5040 on 8100 unit he was not in yet, I spoke to tech (B)(4) who explain they were told its a software version compatible and they need to down grade but didn't know what version ask me to call back to speak to (B)(4) he should be in at 8:am cst this morning call tech back spoke to (B)(4) he explain they have v9.12 on there units and the units they receive from another hospital which they are at v9.33 so he is aware they have to down grade the units in order ti use tech will try to locate their cd title guardrail point of care for v9.12 and call me back to further assist tech..